Manufacturer narrative:
The device has been received for additional evaluation; however, testing had not yet begun.

Event description:
It was reported that there was a bad dosage of the pump with unknown chemotherapy treatment. The reporter stated the pump was programmed to infuse with a rate of 3ml/h. The total volume to be infused was reported to have been 85ml/24, at a rate of 3,5ml/h. 65ml from the bag (50 ml glucose 5% + 15ml doxorubicin 30mg) and 20ml in the system. According to the report, the infusion took more than 24 hours due to various interruptions due to laboratory tests and the administration of incompatible medication. When the pump showed the total infused volume of 85ml, it was observed that the system was still full of medication. The pediatrician and the pharmacist were notified and decided to stop the infusion. There was no malfunctions or alarms detected in the pump. The event occurred during patient use, there was a delay in therapy, however, there was no adverse event and no one was harmed as a result of this event. No other information was provided.

Manufacturer narrative:
During testing, the complaint of inaccurate/under delivery over 24 hours was not confirmed. The event log report shows the pump infused the expected bag volume as programmed. No probable cause determined as the customer's report was not confirmed by testing or historical data review.